Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable since the surgeon was only requesting dimensions and no case occurred or was ever scheduled.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown ascent total knee tibial tray and unknown ascent total knee femur. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07839 and 0001825034-2017-07838. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that patient may require a revision procedure due to unknown reasons. However, no revision has been reported to date.